Event description:
The pt reported she is unable to establish communication with her scs ipg using her external devices after not using/charging her scs system in approximately a year due to unrelated health issues. Follow-up identified an sjm representative confirmed no output from the ipg. The pt would like the device explanted and replaced. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.